Event description:
It was reported that the patient faced infusion set tubing came out and the pump fell pulling the cannula out of the insertion site on (B)(6) 2026. The patient experienced severe hyperglycemia with blood glucose rising to 550 mg/dl. The patient required hospitalization for less than 24 hours with IV (intravenous) insulin administration.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.